Manufacturer narrative:
Manufacturing site evaluation: samples received: 4 open pouches. Analysis and results: there are no previous complaints of this code batch. There are no units in stock. Received 4 open samples, all with only the second pack opened and all of the samples received have the first pack sealed to second pack in the area of the 4th welding. The defect took place in the welding machine and these units were not sorted out by the personnel involved in this process. Final conclusion: taking into account that the samples received do not fulfill the specifications, the conclusion is that the complaint is justified. Corrective/preventive actions: complaint will be included in the analysis of trending, and corrective action will be open if applies.

Manufacturer narrative:
MFR'g site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Inner foil was welded w/outer foil.